Manufacturer narrative:
Per additional information received on (B)(6) 2025, patient right side also replaced with ref# (B)(4), lot#9651502, serial # (B)(6) on (B)(6) 2025. Patient age at the time of the event was updated to '66 years'. Date when the event occurred was updated to (B)(6) 2024. Patient right side suspect device is cat; sdc130uh, sn; (B)(6). The report indicated that on (B)(6) 2025, removed left implant, right side implant remains. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent primary breast augmentation using a mentor artoura plus smooth ultra high profile 650cc saline tissue expander on the left and an unknown mentor silicone prosthesis on the right experienced bilateral impaired healing and a hematoma at the left implant site postoperatively. The delayed hematoma on the left side necessitated a surgical evacuation. Following this complication, the patient exhibited continued impaired healing bilaterally, prompting a decision to attempt implant salvage through bilateral replacement with a vancomycin and gentamicin slurry. Subsequently, the patient underwent left-sided replacement with a mentor smhx470 implant (sn (B)(6)) on (B)(6) 2025, to address the complications and optimize healing. This report relates to the right side.